Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor had given inaccurate readings. The blood glucose reading was 24 mg/dl. The customer declined troubleshooting for low blood glucose and treated with orange juice. The insulin pump was not returned or replaced.